Manufacturer narrative:
Na.

Event description:
The customer initially complained of qc issues with ise indirect na for gen.2 on a cobas 6000 c (501) module. On (B)(6) 2018, na qc results were high so the customer performed calibration. After calibration, na qc results were back within the acceptable range. The evening of (B)(6) 2018, ER staff complained of high na results for patients. The patient samples were repeated on a different analyzer and normal na results were received. On (B)(6) 2018, na qc results were high again. The customer attempted to perform an ise check and received multiple alarms. All electrodes, including the reference electrode were replaced on (B)(6) 2018. The field service engineer (fse) visited the customer site on 04-sep-2018 and had changed the ise sipper probe. The customer was only able to provide an example of discrepant na results for 1 patient sample. The initial na result was 150 mmol/l. The repeat on the other analyzer was 143 mmol/l. The customer was unable to provide any other na patient results. All the initial results had been reported outside of the laboratory. Upon completion of repeat testing, corrected reports were issued for the affected patients. There was no allegation that an adverse event occurred. The c501 module serial number was (B)(4). The fse visited the customer site and identified an issue with the na electrode. The electrode was replaced. Ise checks, calibration, qc and precision testing was performed with acceptable results. The customer's calibration data showed some out of range results. The customer's qc results were within range after re-calibrating. The sample tube was spun for 5 minutes at 5000 rpm. This is shorter than the manufacturer's recommendation. The investigation determined the root cause of the issue was the na electrode that needed to be replaced.